Manufacturer narrative:
A&e completed a full investigation of the complaints. Summary of findings attached. Current punch production tests all punches for cut and activation prior to packaging. Conclusion was that the volume of punches sold and the very limited number of complaints, these failures are very isolated events. The complaints do not indicate a patient safety risk. The users continue to use the product and have not had subsequent cutting issues to date. Improvements to production process have been identified and will be implemented as stated in the report. This report closes the investigation and complaint. Incident 1: catalog: 080-401. Date of event: (B)(6) 2020. Lot: 00097. UDI: (B)(4). Complaint received: 4/9/20. Manufactured date: 12/9/19. Expiration date; 11/1/24. Device returned: n/a. Incident 2: catalog: 080-401. Date of event: (B)(6) 2020. Lot: 00097. UDI: (B)(4). Complaint received: 4/14/20. Manufactured date: 12/9/19. Expiration date; 11/1/24. Device returned: 4/20/20. Incident 3: catalog: 080-401. Date of event: (B)(6) 2020. Lot: 00406. UDI: (B)(4). Complaint received: 4/23/20. Manufactured date: 1/7/20. Expiration date; 12/1/24. Device returned: 4/30/20.

Event description:
User-facility reported tissue tearing was observed on three seperata occasions.

Manufacturer narrative:
User-facility reported tissue tearing was observed on three separate occasions. Two suspect devices have been returned to a&e medical and were observed to be contaminated with residue appearing to be blood. Once devices are decontaminated and evaluated a follow-up report concluding the investigation will be issued. Incident 1: catalog: 080-401, date of event: (B)(6) 2020, lot: 00097, UDI: (B)(4). Complaint received: 4/9/20. Manufactured date: 12/9/19. Expiration date; 11/1/24. Device returned: n/a. Incident 2: catalog: 080-401, date of event: (B)(6) 2020, lot: 00097, UDI: (B)(4). Complaint received: 4/14/20. Manufactured date: 12/9/19. Expiration date; 11/1/24. Device returned: 4/20/20. Incident 3: catalog: 080-401, date of event: (B)(6) 2020, lot: 00406, UDI: (B)(4). Complaint received: 4/23/20. Manufactured date: 1/7/20. Expiration date; 12/1/24. Device returned: 4/30/20

Event description:
User-facility reported tissue tearing was observed on three separate occasions.